Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp). When asked to clarify the report and if there was a confirmed migration of the leads the hcp reported that there wasn¿t, it was not reported at the trial follow-up appointment. The hcp reported the lead issue had been resolved. When asked for the cause of the lack of stimulation sensation the hcp reported that the patient followed up after the trial reporting 70-75% improvement in bladder symptoms with stimulation of right side per the chart notes. The hcp reported the lack of stimulation sensation had been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient was sore where the leads were put and noted they had fibromyalgia. The patient stated they were in pain and discomfort the night before the report and they took some tylenol. The patient thought the therapy wasn't on because they weren't feeling stimulation. The patient reported they thought the leads moved or pulled or something. The patient was redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2019. No further complications were reported.